Manufacturer narrative:
(B)(4).

Event description:
During the lv lead revision, doctor pulled all the leads out of the header at once instead of taking out each lead individually. The df4 lead was twisted while taken out of the lead, causing the connector pin to break. Device is not implanted. (B)(6) 2016. This lead was returned.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed two breakages at the df4 connector. In the area of the proximal breakage of the df4 connector the conductor connection to the ring electrode was fractured. Thus the analysis confirmed the intraoperatively occurred damage of the df4 connector as reported in the complaint description. During further analysis the lead demonstrated a deformed fixation helix which most likely resulted from tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.